Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure fracture"), uterine haemorrhage ("abnormal uterine bleeding") and large intestinal obstruction ("partial colon blockage") in a (B)(6) female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment failure "failed ablation" on (B)(6) 2015 and medical device monitoring error "hysteroscopic hydrothermal ablation was performed on the day of essure implant". The patient's past medical history included nonsmoker, gravida ii, parity 2 ((B)(6) 1996, (B)(6) 1997), menorrhagia, myoma and adenomyosis. She denied alcohol use. Concurrent conditions included nabothian cyst, psychiatric disorder nos and retroverted uterus. Concomitant products included anesthetics and general (general anesthesia). On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2007, 1 year after insertion of essure, the patient experienced headache ("headaches") and fatigue ("extreme fatigue"). On (B)(6) 2013, the patient experienced abdominal pain lower ("cramping"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), large intestinal obstruction (seriousness criterion medically significant), constipation ("extreme constipation") with proctalgia, abdominal distension ("severe bloating"), vaginal haemorrhage ("abnormal vaginal bleeding"), pelvic pain ("persistent pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), investigation noncompliance ("essure confirmation test: no") and treatment noncompliance ("she did not use birth control or contraception at any time following essure placement"). The patient was treated with surgery (hysterectomy, salpingectomy, and cystourethroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine haemorrhage, large intestinal obstruction, constipation, headache, abdominal distension, abdominal pain lower, fatigue, vaginal haemorrhage, pelvic pain and mental disorder was resolving and the investigation noncompliance and treatment noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, constipation, device breakage, fatigue, headache, investigation noncompliance, large intestinal obstruction, mental disorder, pelvic pain, treatment noncompliance, uterine haemorrhage and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: "hysteroscopic hydrothermal ablation was performed on the day of essure implant". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure fracture / diagnosed with essure coil fracture"), uterine haemorrhage ("abnormal uterine bleeding") and large intestinal obstruction ("partial colon blockage / partial colon blockage") in a 41-year-old female patient who had essure (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment failure "failed ablation" on (B)(6) 2015, medical device monitoring error "novasure ablation at the time of essure implantation" and medical device monitoring error "hysteroscopic hydrothermal ablation was performed on the daye of essure implant". The patient's past medical history included non-tobacco user, gravida ii, parity 2 ((B)(6)1996, (B)(6) 1997), menorrhagia, submucous leiomyoma of uterus and adenomyosis. She denied alcohol use. Concurrent conditions included nabothian cyst, psychiatric disorder nos and retroverted uterus. Concomitant products included anesthetics, general (general anesthesia). On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2007, 1 year after insertion of essure, the patient experienced headache ("headaches") and fatigue ("extreme fatigue"). On (B)(6) 2013, the patient experienced abdominal pain lower ("cramping"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), large intestinal obstruction (seriousness criterion medically significant), constipation ("extreme constipation") with proctalgia, abdominal distension ("severe bloating"), vaginal haemorrhage ("abnormal vaginal bleeding"), pelvic pain ("persistent pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), investigation noncompliance ("essure confirmation test: no"), treatment noncompliance ("she did not use birth control or contraception at any time following essure placement"), abdominal adhesions ("abdominal adhesion"), cervical cyst ("nabothian cysts in my cervix"), fallopian tube cyst ("para tubal cysts"), adenomyosis ("severe adenomyosis"), genital haemorrhage ("abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy, salpingectomy, and cystourethroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine haemorrhage, large intestinal obstruction, constipation, headache, abdominal distension, abdominal pain lower, fatigue, vaginal haemorrhage, pelvic pain and mental disorder was resolving and the investigation noncompliance, treatment noncompliance, abdominal adhesions, cervical cyst, fallopian tube cyst, adenomyosis, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, cervical cyst, constipation, device breakage, fallopian tube cyst, fatigue, genital haemorrhage, headache, investigation noncompliance, large intestinal obstruction, mental disorder, pelvic pain, treatment noncompliance, uterine haemorrhage and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: "hysteroscopic hydrothermal ablation was performed on the day of essure implant". Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received. New events abdominal adhesion, nabothian cysts in my cervix, para tubal cysts, severe adenomyosis, abnormal bleeding, abdominal pain and novasure ablation at the time of essure implantation added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure fracture / diagnosed with essure coil fracture"), uterine haemorrhage ("abnormal uterine bleeding") and large intestinal obstruction ("partial colon blockage / partial colon blockage") in a 41-year-old female patient who had essure (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment failure "failed ablation" on (B)(6) 2015, medical device monitoring error "novasure ablation at the time of essure implantation" and medical device monitoring error "hysteroscopic hydrothermal ablation was performed on the daye of essure implant". The patient's past medical history included non-tobacco user, gravida ii, parity 2 ((B)(6) 1996, (B)(6) 1997), menorrhagia, submucous leiomyoma of uterus and adenomyosis. She denied alcohol use. Concurrent conditions included nabothian cyst, psychiatric disorder nos and retroverted uterus. Concomitant products included anesthetics, general (general anesthesia). On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2007, 1 year after insertion of essure, the patient experienced headache ("headaches") and fatigue ("extreme fatigue"). On (B)(6) 2013, the patient experienced abdominal pain lower ("cramping"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), large intestinal obstruction (seriousness criterion medically significant), constipation ("extreme constipation") with proctalgia, abdominal distension ("severe bloating"), vaginal haemorrhage ("abnormal vaginal bleeding"), pelvic pain ("persistent pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), investigation noncompliance ("essure confirmation test: no"), treatment noncompliance ("she did not use birth control or contraception at any time following essure placement"), abdominal adhesions ("abdominal adhesion"), cervical cyst ("nabothian cysts in my cervix"), adnexa uteri cyst ("para tubal cysts"), adenomyosis ("severe adenomyosis"), genital haemorrhage ("abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy, salpingectomy, and cystourethroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine haemorrhage, large intestinal obstruction, constipation, headache, abdominal distension, abdominal pain lower, fatigue, vaginal haemorrhage, pelvic pain and mental disorder was resolving and the investigation noncompliance, treatment noncompliance, abdominal adhesions, cervical cyst, adnexa uteri cyst, adenomyosis, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, cervical cyst, constipation, device breakage, fatigue, genital haemorrhage, headache, investigation noncompliance, large intestinal obstruction, mental disorder, pelvic pain, treatment noncompliance, uterine haemorrhage and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: "hysteroscopic hydrothermal ablation was performed on the day of essure implant". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure fracture / diagnosed with essure coil fracture\abnormal fracture of the device"), device dislocation ("essure devices within the pelvis"), device expulsion ("displacemet of the essure device / no essure devices were seen/ essure device was felt to be in the uterus"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and large intestinal obstruction ("partial colon blockage / partial colon blockage") in a 41-year-old female patient who had essure (ess205) (batch no. 508291) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment failure "failed ablation" on (B)(6) 2015, treatment noncompliance "she did not use birth control or contraception at any time following essure placement", device monitoring procedure not performed "essure confirmation test: no" and medical device monitoring error "hysteroscopic hydrothermal ablation was performed on the daye of essure implant / novasure ablation at the time of essure implantation". The patient's medical history included non-tobacco user, gravida ii, parity 2 (29-jan-1996, 09-dec-1997), menorrhagia, submucous leiomyoma of uterus and adenomyosis. She denied alcohol use. Concurrent conditions included nabothian cyst, psychiatric disorder nos, retroverted uterus and menses irregular with excessive bleeding. Concomitant products included anesthetics, general. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced headache ("headaches") and fatigue ("extreme fatigue"), 1 year after insertion of essure (ess205). On (B)(6) 2013, the patient experienced abdominal pain lower ("cramping"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criteria medically significant and intervention required), large intestinal obstruction (seriousness criterion medically significant), constipation ("extreme constipation") with proctalgia, abdominal distension ("severe bloating"), vaginal haemorrhage ("abnormal vaginal bleeding"), pelvic pain ("persistent pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), abdominal adhesions ("abdominal adhesion"), cervical cyst ("nabothian cysts in my cervix"), adnexa uteri cyst ("para tubal cysts"), adenomyosis ("severe adenomyosis") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy, salpingectomy, and cystourethroscopy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine haemorrhage, large intestinal obstruction, constipation, headache, abdominal distension, abdominal pain lower, fatigue, vaginal haemorrhage, pelvic pain and mental disorder was resolving and the device dislocation, device expulsion, genital haemorrhage, abdominal adhesions, cervical cyst, adnexa uteri cyst, adenomyosis and abdominal pain outcome was unknown. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, cervical cyst, constipation, device breakage, device dislocation, device expulsion, fatigue, genital haemorrhage, headache, large intestinal obstruction, mental disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). The reporter commented: upon releasing the spring the end was at the cervical os with 0-1 coils identified. The opposite essure was then placed. 12-13 coils were noted at release of the spring on that spring . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: 1. Essure devices within the pelvis. The one on the left side is fractured proximally. For exact location of these devices, this should be correlated with patient's outside CT scan. 2. Non-obstructive bowel gas pattern. Computerised tomogram intestine - on (B)(6) 2015: displacement and asymmetry of the essure devices. Pathology test - on (B)(6) 2006: decidualized endometrial stroma consistent with exogenous hormone effect. ~ acute inflammation and necrosis. Note: the degree of acute inflammation is not usually seen in typical menstrual phase endometrium and is more often associated with intrauterine contraceptive devices.; on (B)(6) 2015: metallic essure coils are identified bilaterally averaging 1 cm in length x 0.3 cm in diameter. The attached left and right fimbriated fallopian tubes measure 4.5 x 0.5 cm and 5 x 0.5 cm, respectively.. Ultrasound pelvis - on (B)(6) 2015: uterus: measures 10.8 x 7.7 x 5.9 cm without evidence of focal mass. A right-sided tubal ligation device is visualized. The left side tubal ligation device is not visualized on this exam, likely displaced. Endometrial complex: normal in appearance and measures 4 mm in size. No endometrial mass is noted. Cervix: nabothian cysts are visualized. Right ovary: measures 2.1 x 1.5 x 1.7 cm without solid mass. Left ovary: measures 2.0 x 2 x 1.2 cm with several follicles measuring up to 1.2 x 0.7 x 1 cm.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: "hysteroscopic hydrothermal ablation was performed on the day of essure implant" abnormal bleeding , the essure device was felt to be in the uterus and fractured, pelvic pain , . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-mar-2019: mr received. Event: device expulsion and device dislocation were added. Lab data, medical history were added. Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.